Event description:
Customer reports the following: "faulty keys on keyboard (valid key, stop key and silent key). Upper case replaced to new one. Quality control performed. Event log is not included because it is not an error which can be detected by device." Reporting due to the referenced error; no harm to patient was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device history record review is not applicable for this case. The reported device was not returned to france for investigation, as repairs were carried out locally. During the repairs, the upper case was replaced by a new one and the quality control was performed. The replaced upper case was sent back to france for investigation. After the visual control that showed traces of seepage on the upper case, the investigator started by testing the connectivity of the keyboard with a laboratory tool which was not compliant, some of the buttons were not functional.then he mounted it with a volumat test bench. He was able to switch the device on and off by pressing the on/off button, but he could not access the service menu due to the faulty ok button and therefore could not perform test 10 "keyboard". He then took the keyboard out of the case to check the sticky side and found that it was completely infiltrated. This would have destroyed the tracks on the keyboard through oxidation. Therefore, the reported complaint has been confirmed. The cause of the failure is due to an infiltration that damaged the keyboard tracks and rendered the buttons inoperative and this is caused by improper handling of the device. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.